Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). As lot #: 17031302l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Bwi concomitant products used: product name: carto® 3 system; us catalog #: fg540000; serial #: (B)(4). Product name: stockert 70 rf generator; us catalog #: unknown; serial #: unknown. Product name: coolflow® irrigation pump; us catalog #: unknown; serial #: unknown. Product name: pentaray catheter; us catalog #: d128208; lot #: 17053743l. Non-bwi products used: 8.5 fast cath short sheath. (B)(4).

Event description:
It was reported that a (B)(6) male patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and patient suffered cardiac tamponade which required pericardiocentesis but no extended hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power control mode at 40 watts and irrigation flow setting of 15 cc/min.